Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient's implantable neurostimulator (ins) did not work as planned and was difficult to charge. The patient reported their ins was replaced on (B)(6) 2017 with a different company stimulator. The patient reported the ins was replaced, and they still have the leads. Additional information was received from a manufacturing representative (rep). The rep reported they had multiple reprogramming sessions with the patient ending with the patient stating the coverage was good or better. The rep was not aware of any recharging difficulty. No symptoms or further complications were reported/anticipated.